Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by customer that he had been hospitalized for high blood glucose levels. Customer's blood glucose level was over 400 mg/dl at time of hospitalization and was given intravenous insulin drip while in the hospital. Customer declined further troubleshooting. Nothing further reported.